Manufacturer narrative:
The report has been identified as b. Braun medical international report number: (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
According to the complainant, micro bubbles were observed in the streamline bloodline set. Multiple reports of air in line, difficulty securely connecting tubing, and disconnection. Reportedly the issue occured in the month on (B)(6) 2025. The air entered into the tubing system at the section where the needle arterial line (red port) meets with the streamline airless system set. A new dialysis tubing has been stocked that has a more transparent ending than the older versions. This new ending is significantly easier to become disconnected, putting our patients at risk. Saline line clamp upside down. Clamp still functional. The tech connected the arterial line to the saline port for rinse back and mini bubbles were noted in the line that hadn't been there before. The connection was double checked and secure however it continued to have microbubbles. Since it is run back through the machine the air gathered in the top of the venous chamber and it wasn't a lot (not enough to make machine alarm). We just watched it closely. This is just not normal. It should be an airless and tight system so it shouldn't have gotten the micro/mini bubbles inside the blood line. When recirculating the lines while setting up the machine the arterial line was unable to 'lock in' all the way, instead the arterial connecter kept 'spinning.' Patient was connected and running in dialysis treatment about 90 minutes in it was noticed that there were microbubbles appearing in his arterial line. The connection was checked and was tight. Pt was disconnected and flushed as catheter had been running poorly. Even after that there were still microbubbles. Then system was recirculated after rinse back (when connecting to saline line it did spin). The air was purged from the machine but recirculating at high speed. Pt was reconnected to the lines and initially no microbubbles were seen but given the spinning on the saline line. The line and dialyzer were completely swapped out and he finished the treatment on a newer set up. The lines are in a biohazard bag in the soiled utility room labeled- in case anyone wants to check them. Staff is very nervous and have preemptively pulled all these lot number temporarily from the unit. They are back by our managers office bagged up. Let them know typically we don't pull them after one report but since the lines with these ends (other lot numbers) have caused patient harm they are reluctant to use any of them with issues. Microbubbles in arterial line shortly after onset of treatment. Able to collect in venous chamber and bleed air out but a short time later microbubbles noted in the arterial lines again. Bubbles seem to be staying in place. Let treatment continue until the end. Machine did not alarm, and it was only noted on arterial line to machine.